Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of¿device¿malfunction was confirmed via failure investigation¿ this MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated alert 38 motor stall events with inability to proceed during fill and tubing prime, difficulty securing the connector when a cartridge was inserted, and repeated restarts without resolution, which resulted in prolonged hyperglycemia detected by a cgm. Symptoms included elevated blood glucose for several hours without loss of consciousness, dizziness, or diabetic ketoacidosis, and no ketone testing or back-up therapy was used. Outcomes included no medical intervention, no hospitalization, and no need for assistance. Investigation included remote troubleshooting with guided restarts, cartridge removal and reinsertion, dry-run fills, and attempts to prime, along with arrangement for device replacement and instructions to upload data and power down prior to return. Investigation of this case revealed consecutive motor stalls consistent with a pump drive or connector interface malfunction preventing insulin delivery and priming. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the motor drive or cartridge-connector interface.